Event description:
The facility reported an automix 3+3 compounder which had a loose red station rotor. This condition occurred during programming in the pharmacy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter service center (bsc) received the device and performed visual inspection. The customer reported loose red station rotor was confirmed during device evaluation. The exact root cause of this condition was not identified. No repairs have been performed as the referenced device has been removed from service.

Manufacturer narrative:
(B)(4). This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.